Event description:
Patient states that while insulin did exit the infusion set tubing, the pump piston did not make contact with the reservoir. Patient attempted to change infusion set and prime again, but the same malfunction occurred. Problem was solved when patient was able to prime third infusion set from lot number involved. Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4)

Manufacturer narrative:
Evaluation summary: three used devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and all three samples also failed the p-cap connector vent test. Furthermore one used sample failed flow test of the tubing. Reference samples: the reference material was tested and all samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200871. No relevant deviations during manufacturing were recorded.